Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d) due to a rapid decrease in the longevity estimate. The crt-d remains in use. No patient complications have been reported as a result of this event.